Event description:
It was reported by the patient that she had a lap cholecystectomy procedure on (B)(6) 2012, the procedure went well. Prior to the procedure she had spoken to the surgeon and told the surgeon that she cannot have anything left in her body, because her body rejects all foreign objects. After the procedure the surgeon told the patient that he had left an clip in her body. Since the procedure, the patient has been having pain in her abdomen. The surgeon has performed test after test and found nothing. The patient told him that she will have pain until she is able to get a clip in her hands and see her holistic doctor, so that he can re-set her nervous system.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the patient requested that an actual clip be sent to her to be used for a holistic remedy, so that she no longer has the reaction she believes she is experiencing from the clip. She provided the doctor's name and (B)(4) risk manager contacted the doctor with the patient's permission. (B)(4) risk manager provided the following summary: "the doctor is a dr of (B)(6) and she plans to conduct muscle testing to determine sensitivity and carry out a (B)(6) technique to make a homeopathic treatment with purified water. This treatment would be delivered for four days. The doctor clarified that she has explained to the patient that it is unlikely she is allergic to titanium, but the patient has had prior treatments from the doctor for other allergies which were helpful and so she wants to try again. The doctor also discussed that placebo is always a possibility." (B)(4) risk manager and clinical director provided the following summary after a follow up conversation with the doctor who is a certified practitioner of (B)(6) and another contact that is an allergy elimination techniques. The doctor indicated that she performed a muscle test on the patient and it did reveal a sensitivity to titanium. She indicated she "would not go so far as to say there is an allergy, but rather a sensitivity" to the titanium. The treatment she plans to deliver uses energetic medicine and acupuncture to attempt to calm the body's inflammatory response. She will use the titanium clips we've provided to prepare a homeopathic remedy and will also use supplements she described as super anti-oxidants. She has provided this type of treatment on this patient for a different sensitivity and it was successful. The patient is hopeful that she will have similar results on this issue." Attempts are being made to inquire about the patient's outcome following the treatment. To date, no response has been received. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Message received from patient indicating she has noticed an improvement after the treatment and she is no longer testing positive after the hollistic testing.